Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation ss completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for treatment of hemolysis, cola colored urine, elevated (ldh) 2790 and plasma free hemoglobin 1332.5. Echocardiogram revealed no inflow/outflow obstruction. Aortic valve was opening with every beat indicating not being adequately unloaded. The pump speed was increased, and with the increase the aortic valve was opening every 5 beats and mitral regurgitation was notably improved. A mini ramp study was performed and was negative for pump malfunction. The pt is on heparin, coumadin and acetylsalicylic acid (aspirin) (asa). Internalized normalized ration (inr) was at 2.6, plasma free hemoglobin was still elevated and the pt was started on pentoxifylline. Additional information received from the physician 16 days later states that the pt has a persistent hemolysis with progressively worsening anemia. The pt's latest hgb was 5.8 and trending down. Pt was put on multiple anti-platelet therapy and continuous IV heparin gtt (maintaining therapeutic ptt). There has been no resolution for the hemolysis. Ldh persisting greater than 3000 and plasma free hgb remains greater than 30. The pt has symptomatic anemia, but heart failure (hf) symptoms are controlled. Pump power is stable now; however, the rpm's are not reaching the set speed. Echos were performed and revealed thrombus on inlet cannulas. The pump appears to be still functioning, with aortic valve opening intermittently. It was also reported that the pt's inr was therapeutic. They have not identified "any inciting factor." The physician hopes that the pt will be transplanted soon, otherwise they will exchange the pump.